Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board was replaced and the high voltage cable was cleaned and re-greased during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4) 06/17/2009.

Event description:
It was reported that the 9800 system had no image and a ma and kv error message. No pt injury was reported.